Event description:
In 2006, the facility contacted baxter customer service to report a system 1000 hemodialysis instrument had high bacterial counts for the past two months. There was no pt injury or medical intervention reported in association with this incident. A baxter field service engineer went to the facility to evaluate the instrument. The field service engineer replaced the hanson connectors and performed an end-to-end disinfect of the instrument. The instrument was rinsed and the field service engineer helped the nurse take a test sample. The field service engineer performed functional checks, the instrument was operational and returned for use. There have been no further reports of problems with this instrument since this incident.